Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Manufacturer name, city and state, model#, catalog #, serial #, lot#, expiration date, other #, UDI#, MFR site and PMA/510(k) number are unknown. No information has been provided to date.

Event description:
It was reported that a patient was in the hospital to have central venous line evaluated due to a pump alarming high pressure with unresolved troubleshooting. Continuous remodulin 5mg(milligrams)/ml (milliliter) dosage - 58 ng(nanograms)/kg(kilograms/min(minute) - intravenous start date (B)(6) 2012.

Manufacturer narrative:
Other, other text: additional information in h6 and h10. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.